Event description:
It was reported, "the surgeon trialed the stem and it seated at the correct depth, but when the definitive stem was introduced, it sat proud about 5mm. A slap hammer was required to extract the definitive, the femoral canal was re-reamed and then the stem was re-introduced successfully."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained in the pt and was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.